Event description:
It was reported that patient passed away due to severe liver failure after long-term vasoplegia. The patient developed severe liver failure after long-term vasoplegia with highest dosages of vasopressors. Left ventricular assist device (lvad) implantation was straight forward. The patient's induction started already with catecholamines, and they were added with vasopressors entering the operation room prior skin cut. The surgery started already with less hemodynamics and increased dosages of this therapy. Over the whole surgery the medical treatment had to be increased more and more with maximum doses of vasopressors and catecholamines. The device performed as expected, and no issues were mentioned. Liver failure was related to the outcome at least. The liver failure was suspected to be related to the massive vasoconstriction by the vasopressors, consequently highest systemic resistance and therefore less perfusion of the liver. The lvad was running as expected from the beginning on and showed no issues in operation and support with around 4 l/min nearly the whole time after went off from bypass. The medical treatment could be reduced around 40% during the last hour of the surgery until skin suture. The outcome was not considered device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B3: event date corrected. H6: clinical and impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The outcome was not considered to be device or therapy related. No autopsy was performed, and the pump was not explanted for evaluation. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hepatic dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.